Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam particles was found inside the blower kit. Additionally, the service technician also noted dust contamination. The device was scrapped by the service center after the evaluation was completed.